Event description:
It was reported that there was a suspected programming error when infusing morphine. The patient was receiving a morphine infusion that was initially ordered as a 1mg/ml concentration, with the intention to transition to a 5mg/ml syringe at the next syringe change. During the period, the 5mg/ml syringe ran out sooner than expected, prompting a review of adc transactions, bcma scanning, and reports; however, it remained unclear whether the pump had been programmed correctly. The morphine was administered as a routine order via pca with a continuous rate of 4mg/hour along with nurse-administered bolus doses. The syringe concentration was 5mg/ml with a total volume of 30ml, corresponding to an approximate continuous delivery rate of 0.8ml/hour. Normal saline was running concurrently as the primary infusion. Approximately 30ml of morphine was infused over an estimated six-hour duration. There was no patient harm or injury associated with this event.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.